Manufacturer narrative:
Pt. Info: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a defect in lens. There was patient contact. Through follow-up, it was learned that there was a scratch on center of lens of the left eye. The lens was lens fully inserted/removed during same procedure. There was no patient injury and no additional surgical intervention required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No other information was provided.